Event description:
The affiliate stated the customer reported falsely elevated carcinoembryonic antigen (cea) results, for 13 patients, involving the access cea reagent used in conjunction with the unicel dxi 800 access immunoassay system. The falsely elevated results were not released from the laboratory. There was no patient consequence associated with this event. Upon retest, the customer obtained thirteen samples that repeated lower than the original result. Of these thirteen samples, three repeated below the 3.0 ng/ml cut-off for the assay. The remaining ten remained greater than 3.0 ng/ml, upon retest. The customer routinely retests cea samples that generate results between 4 and 10 ng/ml for which no prior patient history is available. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access cea device was returned for evaluation. The fse performed system check, high sensitivity system check, carryover test, and dilution test, and confirmed the instrument was performing within specifications. The fse performed quality control (qc) and noted it was within specification. The fse reviewed the customer-supplied data file and noted all 13 discrepant results were generated from the same cea reagent pack. The instrument was in normal operation. In conclusion, the cause of the erroneously elevated cea results appears to be a malfunction with a specific reagent pack. The root cause of the reagent pack failure cannot be determined with the available information. There is no evidence to suggest that the entire lot is defective. Beckman coulter continues to track and trend any incident related to this issue.